Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the hospital feeling unwell. The device was interrogated and several non-sustained episodes occurred over short period of time prior to presenting at the hospital. Electrograms (egms) were not stored for all of the events but one egm was available since the patient's arrival which showed noise on both the competitor right atrial (ra) and right ventricular (rv) leads resulting in pacing inhibition of approximately 2.5 seconds resulting in asystole. Lead measurements were stable and within normal limits; provocation testing was performed during which intermittent myopotential noise was recreated on both leads. The device was temporarily reprogrammed prior to a revision procedure wherein the pacemaker was explanted and replaced with a competitor device. It was also observed that the rv lead was not fully inserted into the header of the device with the physician suspecting the noise to be the result of a loose rv terminal pin; the cause of atrial noise was not determined as the ra lead was confirmed connected appropriately. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted all seal plugs were intact and all setscrews moved freely. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Visual inspection of the header port noted the location of the rv lead seal ring marks indicated the lead had not been fully inserted within the port. This was likely the cause of the noise and resulting oversensing on the rv lead. The ra lead seal ring marks indicated the lead was fully inserted; the cause of the noise could not be determined.